Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after three firing had been completed the staple would not close well and came out from the tissue where it was applied. Surgery time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).